Event description:
It was reported that during a ptca procedure involving a calcified lesion located in the left anterior descending (lad) coronary artery, the stent dislodged from the express2 monorail coronary stent delivery system. While advancing the express2 monorail stent through another stent that was just placed in the lad, the physician noted the express2 monorail stent had caught on the original deployed stent and had dislodged from the delivery system while in the lad. The express2 monorail stent was repositioned in the correct spot (proximal to the original stent) and deployed with the delivery system balloon. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'ok'.

Manufacturer narrative:
The stent was implanted and the complainant indicated that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 6835702 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all materials, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.